Event description:
On (B)(6) 2013, pt had a peg tube placed. On the morning of (B)(6) 2013, pt developed abdominal distention, tachycardia and tachypnea. Cxr showed "new moderate to large volume free intra-abdominal air." Attending physician documented "possible bowel perforation, peg displacement" family requested comfort care only and pt expired.